Event description:
It was reported that patient underwent a bilateral total knee arthroplasty on an unknown date. There has been no reported revision procedure to date. An invoice history could not be located to confirm the surgery date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a bilateral total knee arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2014 due to infection. All components were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown; brand name - unknown; expiration date - unknown; date implanted - unknown; date explanted - unknown; initial reporter ¿ unknown; the 510k number - unknown; manufacture date ¿ unknown.